Event description:
The customer reported having unexplained low blood glucose. Troubleshooting was performed. Reviewed the programming and found that the insulin pump is bolusing on its own while he was sleeping. The customer stated that the reservoir has the same amount of insulin as shown on the status screen. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.